Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the wire was broken. The target lesion was located in the right gastric artery. A 180x25cm fathom" -16 was selected for use. During the procedure, while torqueing the wire, it was noted that the tip of the wire broke off and separated in the patient. A snare had to be used in order to retrieve the separated tip. The procedure was completed with another of the same device. No further patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The catheter shaft of the returned device was inspected for damage. It was noticed that the tip was detached. Approximately 16.5cm of the tip was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip of the wire was broken. The target lesion was located in the right gastric artery. A 180x25cm fathom¿ -16 was selected for use. During the procedure, while torqueing the wire, it was noted that the tip of the wire broke off and separated in the patient. A snare had to be used in order to retrieve the separated tip. The procedure was completed with another of the same device. No further patient complications were reported and the patient¿s condition was fine.